Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device analysis: the device related to the reported event of rupture, wrinkling, pain, bulge and capsular contracture was received on august 26, 2024, with lot number 3176400. Based on the product analysis performed, the assessments of the complaints are: ¿rupture: not observed. ¿wrinkling: unable to observe since it is a medical event and is not related to the device. ¿pain: unable to observe since it is a medical event and is not related to the device. ¿bulge: unable to observe since it is a medical event and is not related to the device. ¿capsular contracture: unable to observe. As per the investigation procedures deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Physician later reported "grade 3 capsular contracture", "visible implant wrinkling", "pain", and "bulge." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: not observed. As per the investigation procedures deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.